Event description:
Preliminary disclosure form provided part/lot information for this side. Patient is seeking legal action for right-sided implant, but litigation does not mention the left side.

Manufacturer narrative:
(B)(4). Litigation alleges patient had potential cobalt and/or chromium poisoning, pain, falls, loss of mobility and additional surgeries after asr hip implants. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.